Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead has evidence of decreased p-wave amplitude and changes lead impedance measurements. Boston scientific suggested obtaining an x-ray to assess the position of the leads but the physician declined. Due to the clinical state of the patient, the physician does not want to surgically intervene. Instead, the sensitivity was reprogrammed and the patient will be monitored. Boston scientific technical services (ts) recommended a system revision due to sensing not meeting minimum values in labeling. The patient is not pacemaker dependent and there were no adverse effects reported. The physician elected to monitor the patient. No intervention is planned and the device system remains in service.